Manufacturer narrative:
The sales rep reported on 2/13/24 that the patient warranted revision surgery due to possible infection. The original surgery date was (B)(6) 2023. The new surgery date was (B)(6) 2024. This reported infection has occurred less than 1 year after the primary implant surgery. An ncmr review was performed and no ncmr's are associated with any of the sn's/lot #'s and sterilization cycles.

Event description:
The sales rep reported on 2/13/24 that the patient warranted revision surgery due to possible infection. The original surgery date was (B)(6) 2023. The new surgery date was (B)(6) 2024. This reported infection has occurred less than 1 year after the primary implant surgery.